Manufacturer narrative:
Correction made to b5: it was reported that the sponge of an unspecified quantity (previously one) of minicaps had inadequate iodine. Additional information: h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of a minicap had inadequate iodine. This was noticed before use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.